Manufacturer narrative:
Additional information was received for the patient experienced bacterial peritonitis manifested by cloudy effluent and abdominal pain. The cause of peritonitis was unknown. Two days after the event onset, the patient was treated with ceftazidime (route not reported, 1gm, for 3 weeks, discontinued after 21 days) for peritonitis. Thirty-eight days after the onset, the patient recovered from peritonitis. At the time of this report, pd therapy was ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. A day after the event onset, the patient was hospitalized and treated with unspecified antibiotics (ongoing) for the events. Two days after the event onset, the patient was discharged. At the time of this report, the patient outcome was reported as "doing fine." Action taken with pd therapy was not reported. No additional information is available.